Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Customer reported that the bed rail broke when attaching it to the bed. Device evaluation was performed and the rail clamp assembly event was confirmed. Review of the device history records indicate 49 devices were manufactured and inspected on (B)(6) 2017, they were accepted with no reported discrepancies. Based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the rail clamp assembly. There has been no other events for the referenced lot number. The rail clamp assembly showed a broken 210042 (rail clamp lower) part, which is a component of the 210040 rail clamp assembly. Over torqueing of the clamp screw cause the part to break. As the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Bed rail broke when attaching it to the bed. Tka procedure. There was a surgical delay of approximately 2 minutes to open another rail clamp.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Bed rail broke when attaching it to the bed. Tka procedure. There was a surgical delay of approximately 2 minutes to open another rail clamp.